Event description:
It was reported that a malfunction alarm occurred with no notable events preceding it. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the customer in doing so, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears, which they acknowledged and understood.